Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 538 mg/dl at the time of the incident. The customer stated that the insulin pump had a motor error alarm and unable to treat immediately. Customer also reported that she went to the ER for treatment. Customer reported that the insulin pump had no issues and works as designed. The insulin pump is not expected to return for analysis.